Event description:
Customer reported that during a mitral valve replacement procedure, the fibra foundation pulled away from the padded base of the clamp insert and allowed the clamp to slip from the aorta. Severe blood loss reported.